Event description:
Philips received a complaint by the customer on the v60, indicating that the display was dim. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to inquire about the status of the user interface (ui) assembly to repair a unit due to the display being dim. The rse informed the customer that ui assembly and light crystal display (lcd) parts were still on backorder and the customer acknowledged.

Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, user interface (ui) assembly replacement, aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.